Manufacturer narrative:
The complaint device was received and evaluated. Visual inspection confirms that whole jaw is completely broken off. This type of failure is typically observed when clamping excessive tissue between the jaws combined with repetitive twisting action exerts excess load on the jaws causing it to eventually break. Since this is a reusable device, this failure has possibly occurred after using it in this manner for many procedures. A definitive root cause for this failure cannot be determined. A batch record review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed 1 similar complaint and 2 dissimilar complaints for this lot of devices that was released to distribution. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
The sales rep reported that during a rotator cuff repair that the bottom jaw broke of the customer's expressew iii with hook in the patient's joint space. The broken jaw was easily retrieved. No x-rays were needed. The surgeon misfired the gun 3 times and upon removing it to check the device saw the jaw had come off. The surgeon completed the procedure with suture graspers with no patient consequences or delays.